Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, healthcare professional reported pain, lump/nodule, and silicone migration.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture this is a known potential adverse event addressed in the product labeling. Clarification to section d: explant surgery has not been confirmed.

Event description:
Patient reported right side rupture. The status of the device is unknown.

Event description:
The device has been explanted.